Event description:
It was initially reported that the device had a pacing failure and an illuminated service indicator there was no patient use associated with this reported failure. Physio-control had replaced the therapy pcb assembly for the non critical pacing issue and upon further testing of the therapy pcb assembly, physio observed a temperature sensitive lock-up failure which would affect operation of the device. It was also observed that event codes logged in the device memory were likely related to the observed lock-up condition.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported pacing failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly at the failure analysis center, where the lock-up condition was observed and determined the cause of the failure to be due to a temperature sensitive crystal, designator y2.